Event description:
Critically ill patient receiving 3 vasopressor infusions. Pump running norepinephrine alarmed for downstream occlusion with no evidence of a downstream occlusion. The bedside clinicians were unable to resolve the alarm, despite troubleshooting. While the pump was alarming, the patient¿s critical norepinephrine was no longer infusing, which led to peri-arrest with acute hypotension with maps (mean arterial pressure) in the 40s. Epinephrine IV push with given and a new pump was obtained. The patient's blood pressure improved afterwards.